Event description:
It was observed during olympus' device inspection that the videoscope exhibited a noisy image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to image sensor cable kink at the edge of boot at control section, however, a definitive root cause could not be established. It is likely the following led to the malfunction: the kink of the cable led to breakage or short circuit of the output signal which caused occurrence of the event. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.